Event description:
External pacing was administered to a female pt diagnosed in complete heart block with a slow ventricular rate. After an unreported period of time pacing stopped and a pacing leads off alarm was observed. The operator was unable to restart the pacemaker. A backup external pacemaker was made available and used. The pt did not survive. The hosp coroner concluded that the reported malfunction did not cause or contribute to the pt's death. The basis for this opinion was not reported.